Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. Device used beyond indication for use. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the pump stopped, the patient was stable so the physcian decided to explant the device. It was noted that the impella cp pump was utilized well beyond indication when it stopped. The cp ran for 28 days. There was no harm or injury reported from the pump stop issue. No additional information required.